Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. Analysis was unable to verify weak battery alarm due to button error alarm.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a weak battery alarm then received button error alarm after battery change. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that she would treat the low blood glucose with juice. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.